Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent surgery due to fracture of lumbar vertebra . During the surgery, one set screw was found slipped and could not be used anymore. The surgeon had to change to another products to complete the surgery. The product came in contact with the patient. The patient is well now.

Manufacturer narrative:
Product analysis:macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be consistent with set screw misalignment of the mas head and set screw threads during construct assembly. Functional evaluation with a sample mas head was unable to fully engage into the head. The above observations are consistent with misalignment of the mas head and set screws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.